Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the gantry door was not closing properly on multiple occasions. It was reported that the inner and x-stage covers were replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect covers have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while performing a planned maintenance (pm), the inside covers of the imaging system were reported to have been damaged and possibly leading to gantry door operational issues. There was no patient present when this issue was identified. No additional information was provided.